Event description:
Inbound call from patient she reports that she is having a problem with the end of her cassette that has the red cap. She said that she tightens the cap on after mixing and in a bit you can watch it unwind itself. The cassette has also loosened where she connects to the extension tubing. This has happened approximately 4 times. She has not experienced any interruption of therapy of side effects. Patient discarded product on hand. Sending all new supplies. Diagnosis or reason for use: pah.